Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 507645 lead, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with an alert sounding. It was found that the alerting was due to variable superior vena cava (svc) coil impedance on the right ventricular (rv) lead. The svc coil was turned off per the physician¿s request. The rv lead remains in use. No patient complications have been reported as a result of this event.